Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the legal brief, on (B)(6) 2020, patient underwent a tka on her right knee and was implanted with an optetrak tka system. Patient's optetrak tka system subsequently failed in (B)(6) 2022-less than two (2) years after it was initially implanted. As a result, patient required an additional surgery to remove and replace it with another joint replacement system. Because patient required an additional revision surgery, patient has suffered significant and continuing personal injuries, is limited in her activities of daily living, requires additional physical therapy, and has incurred substantial medical bills and expenses. As a direct, proximate and result, patient has suffered and continues to suffer significant, permanent, and continuing personal injuries, as described herein.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g6, h2, h3, h4, h6 and h9 have been updated accordingly. Section d10: concomitant medical products truliant ps cem fem ps cem right sz 2.5 (cat# 02-020-11-0325 / serial# (B)(6)). Truliant tib fit tray cem sz 2.5f / 2.5t (cat# 02-022-45-2525 / serial# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). (H3) as reported by the legal brief, on (B)(6), 2020, patient underwent a tka on her right knee and was implanted with an optetrak tka system. Patient's optetrak tka system subsequently failed in (B)(6) 2022-less than two (2) years after it was initially implanted. As a result, patient required an additional surgery to remove and replace it with another joint replacement system because patient required an additional revision surgery. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation approximately 22 months after a right total knee replacement, the patient underwent a right knee revision surgery to address prosthesis wear, pain, swelling and instability. A revision operative report was provided. Post operative diagnosis noted failed right total knee replacement secondary to polyethylene wear. Intraoperatively, the surgeon observed synovitis and large fragments of polyethylene throughout the knee joint and was significantly worn both on the post and in the medial tibial plateau. It was noted that aspiration of the knee revealed non-infected synovial fluid. The revision procedure was tibial component with a polyethylene exchange. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: a2, a3, b5, d10, g, g2, h6 investigation codes. Corrected fields: b1, b3, d6a, d6b, h3, h6 clinical codes, health impact code, medical device problem codes and component codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.